Manufacturer narrative:
The safety bar was stuck in "fast" mode due to corrosion on the safety bar assembly. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.